Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving infumorph 15 mg/ml for a total dose of 3 mg/day and bupivacaine 25 mg/ml for a total dose of 5 mg/day via an implantable pump for spinal pain. It was reported the patient was admitted to the emergency department (ed) for symptoms of unresponsiveness, and then was admitted to the hospital. The patient was given narcan in the ed and did become more awake for a bit, but then returned to altered state where only would arouse to painful stimuli. The rep was unaware of factors that may have led or contributed to the event. The hcp ordered toxicity screen and other drug screen to see if the patient used any other substances to contribute to the issue. The rep was notified by hcp that the patient had a refill on monday (B)(6) 2019). There was some concern that there may have been a possible pocket fill based on their symptoms. The pump was interrogated and the logs were read. There was no motor stall or any other issue noted. The pump dose was reduced 50%. An hcp may come to the hospital tomorrow to access the reservoir to check if volume matches expected. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive- with injury. No surgical intervention occurred or was planned. The patient's weight and medical history was asked, and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-10, additional information was received from the rep. It reported the patient was now stable. Dosing was at 1.5 mg of morphine programmed to simple continuous dosing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause was not determined. The reservoir was accessed and the expected volume was within the range of the actual volume. It was reported that the issue was resolved. No further complications were reported.